Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported issue was confirmed. Device evaluation found clogged nozzle. Based on the investigation, the root cause of the issue could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the flex video scope experienced a nozzle obstruction. There were no reports of patient harm.